Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.

Event description:
During troubleshooting of a reload set 163 alarm that appeared on the homechoice (hc) display during use (patient not connected), the home patient (hp)'s caregiver (cg) revealed that he had changed out the cassette, but did not replace the bags. The technical service representative (tsr) explained the alarm, advised to start over with all new supplies and then explained the proper procedure. There was no patient injury or medical intervention indicated at the time of the initial report.